Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified, moderately torturous and 90% stenosed anatomy resulting in the reported difficult to advance. Interaction with the moderately calcified anatomy resulted in compromising the balloon material; thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with moderate calcification, moderate tortuosity, and 90% stenosis in the distal right coronary artery (drca). A 2.25 x 15mm trek rx balloon dilatation catheter (bdc) was advanced to perform pre-dilatation; however, resistance was met with the anatomy and the balloon ruptured during first inflation at 12 atmospheres. A new trek bdc was used and an unspecified stent was deployed to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.